Event description:
Boston scientific received information that this right ventricular (rv) lead was for revision. Additional information received that this lead was repositioned due to micro lead dislodgement. The lead was adequately repositioned and appropriate sensing and capture thresholds were obtained. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.